Event description:
It was reported that a dexcom g7 continuous glucose monitor used with the ilet experienced intermittent communication and became unpaired from the responsible device, after which the user restarted the device, toggled settings, and re-entered the pairing code to reinitiate pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with involvement of electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.